Event description:
The wife of a male patient contacted lifecor customer support in 2009 to report that the patient had passed away at home. The patient was having a hard time breathing and the device started to say "call ambulance". The emts arrived and began working on her husband. At the hospital the doctor told her that the patient's heart was weakened by two heart attacks.

Manufacturer narrative:
Monitor, electrode belt mfg date - 04/2009. Device evaluation: the monitor and electrode belt were fully functional. See scanned pages.